Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had scratched screen that hinder ease of ability to read screen and crack near reservoir compartment. The blood glucose was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window and cracked reservoir tube lip. Device received with no button response due to flattened (b, esc and act) button flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. No missing segments or partial display noted.